Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead had exhibited high shock impedance measurements. Therefore, commanded 1.1 joule and 41 joule shocks were delivered to test the lead integrity. After the delivery of the 41 j shock, the device issued a code 1005, indicative of an open circuit condition. When this occurs, it is assumed that the load impedance is out of range, and only minimal energy will be delivered to the patient during a shock. The device and lead require evaluation and possibly replacement. Technical services reviewed the available device data and found the shock impedance measurements had been chronically high and were slowly increasing over the past year. Troubleshooting to evaluate the lead integrity, as well as x-rays, was recommended. The sales representative later reported that the device and rv lead were explanted and a new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted instead. During the procedure, insulation damage was observed on the rv lead. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection revealed the lead had been severed at about 130 mm from the terminal end; only the proximal segment was received. Setscrew marks were observed in the correct location on the terminal pin. Electrical testing was performed on the lead segment, which confirmed the conductors and inner insulation were intact. Insulation damage was noted at 95-100 mm from the terminal end that was consistent with lead-on-lead abrasion. The cause for the high, out-of-range shock impedance measurements could not be determined from the portion of lead that was returned; however, the insulation damage observed during the revision procedure was confirmed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead had exhibited high shock impedance measurements. Therefore, commanded 1.1 joule and 41 joule shocks were delivered to test the lead integrity. After the delivery of the 41 j shock, the device issued a code 1005, indicative of an open circuit condition. When this occurs, it is assumed that the load impedance is out of range, and only minimal energy will be delivered to the patient during a shock. The device and lead require evaluation and possibly replacement. Technical services reviewed the available device data and found the shock impedance measurements had been chronically high and were slowly increasing over the past year. Troubleshooting to evaluate the lead integrity, as well as x-rays, was recommended. The sales representative later reported that the device and rv lead were explanted and a new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted instead. During the procedure, insulation damage was observed on the rv lead. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.